Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient experienced headaches and shooting pain down their leg. Patient decreased their stimulation to 0 to see if it would help with the headache. It was noted that patient did not void until 7:30 pm the day before the report, that they had to force themselves, and that it was unusual but could have been due to being catheterized during their procedure. It was later reported patient still had a headache and pain/tremor down the leg and hamstring. Patient changed from program 3 to program 1 and was feeling stimulation on their leg. Patient mentioned they had been unable to void and had to strain and very little came out. Patient had hip pain while walking and decreased for comfort. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.